Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported receiving an air detected in cassette alarm during dwell 2 of 6, at which time fluid was discovered on the floor below supply bag 2. After treatment was cancelled, about 6 tablespoons of solution was on the floor, however, the patient could not confirm if the leak was coming from the bag or the cassette tubing. The cause of the leak is unknown. Upon inspection of the supplies, the patient could not find any damage or holes on the supplies used for treatment. The patient stated that during the reported event the source of the fluid leak could not be determined. Additionally, the patient stated that they kept the supply bag attached to the cassette and the connection was moist, however appeared to be secure. The patient was advised to cancel treatment and reset up with new supplies. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed that after completing a stat drain in dwell 2, they reset up with new supplies and completed treatment with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported receiving an air detected in cassette alarm during dwell 2 of 6, at which time fluid was discovered on the floor below supply bag 2. After treatment was cancelled, about 6 tablespoons of solution was on the floor, however, the patient could not confirm if the leak was coming from the bag or the cassette tubing. The cause of the leak is unknown. Upon inspection of the supplies, the patient could not find any damage or holes on the supplies used for treatment. The patient stated that during the reported event the source of the fluid leak could not be determined. Additionally, the patient stated that they kept the supply bag attached to the cassette and the connection was moist, however appeared to be secure. The patient was advised to cancel treatment and reset up with new supplies. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed that after completing a stat drain in dwell 2, they reset up with new supplies and completed treatment with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.